Manufacturer narrative:
Reported issue of clip difficult to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip was positioned and activated but the clip was unable to be released from the catheter. The plastic sheath was used to push the clip off the catheter. The procedure was completed with another resolution clip device; however, the patient was hemo-dynamically unstable due to the duration of the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Mfg site name - (B)(4). Investigation results: a visual examination of the returned resolution clip device noted that the clip was fully deployed and the clip assembly was not returned with the device. A kink was noticed in the control wire. The coil was stretched. The slider cover and cross pin was also noticed to be detached from the slider. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip was positioned and activated but the clip was unable to be released from the catheter. The plastic sheath was used to push the clip off the catheter. The procedure was completed with another resolution clip device; however, the patient was hemo-dynamically unstable due to the duration of the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.